Event description:
It was reported that the right atrial (ra) lead had high thresholds and undefined impedance. A fracture was suspected. It was further reported that the device had unexpected longevity due to the ra lead performance. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Out of range (oor) high impedance measurements were indicated. There were 68,484 high impedance paces recorded post lead warning on (B)(6)-2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007, product ID 5092-58 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.